Event description:
It was reported that the homecare nurse had initiated a spontaneous breathing trial (sbt) even though the control lock was engaged on the ventilator. The pt was manually ventilated. The nurse had to turn the ventilator off and then re-start the ventilator. Normal operation resumed and the pt was placed back on the ventilator. The ventilator was alarming during the incident. No pt harm reported.

Manufacturer narrative:
Method: the nurse turned the ventilator off and back on again to start normal operation.